Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned to the manufacturer at the time of this report. (B)(4) samples were taken from the current production and visually inspected. Issue reported "adaptor disconnected from ett/during use" was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted. Revision of d005120 rev 01 was performed and the failure mode is already included it. No update is required. Customer complaint cannot be confirmed based on the information received and the above investigation. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect reported. Corrective actions cannot be established at this time. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges that "during patient transports, the 15 mm connector has disconnecting from et tube." It was reported that there was no injury or consequence to the patient.